Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported her son's death. Caller found him on the floor. Caller was unable to wake him. Customer was in a coma at least twice a week. Customer usually went low to 40 mg/dl. Caller stated that the cause of death was sugar disease. Customer was wearing the insulin pump at the time of death. Customer was always running low and not eating properly. The insulin pump had a no delivery alarm and battery out limit alarm. Nothing further reported.